Manufacturer narrative:
During backloading of the 120 cm. Smart flex 6 x 40 vas stent delivery system (sds) onto the wire, the stent was partially deployed. Deployment occurred outside of the patient¿s vasculature system. The deployment mechanism was not activated by the user. The percutaneous transluminal angioplasty (pta) procedure was finished successfully with another device. There were no negative consequences for the patient reported. The device was stored and prepared according to labeling instructions. No further information is available. The product was not returned for analysis. A device history record (DHR) review of lot 37241 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) deployment difficulty-premature deployment (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Handling factors may have contributed to the reported event as the event occurred during backloading of the device. According to the instructions for use ¿carefully inspect the sterile package and device prior to use. Do not use if it appears damaged. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or lumen use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube cannot be flushed do not use the device. Introduce the stent delivery system. Advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During backloading of the 120 cm. Smart flex 6 x 40 vas stent delivery system (sds) onto the wire, the stent was partially deployed. Deployment occurred outside of the patient's vasculature system. The deployment mechanism was not activated by the user. The percutaneous transluminal angioplasty (pta) procedure was finished successfully with another device. There were no negative consequences for the patient reported. The device was stored and prepared according to labeling instructions. No further information is available.

Manufacturer narrative:
Additional information-the product was returned for inspection august 8, 2016. During backloading of the 120 cm. Smart flex 6 x 40 vas stent delivery system (sds) onto the wire, the stent was partially deployed. Deployment occurred outside of the patient¿s vasculature system. The deployment mechanism was not activated by the user. The percutaneous transluminal angioplasty (pta) procedure was finished successfully with another device. There were no negative consequences for the patient reported. The device was stored and prepared according to labeling instructions. No further information is available. The device was returned for analysis. One non-sterile smart flex 6x40 vas, 120cm sds catheter was returned. Per visual analysis, the valve was received open. The unit was returned partially deployed (1.5 cm). No other anomalies were noted on the unit. Per functional analysis the deployment process was performed without difficulty. The unit was successfully deployed. Dimensional analysis was not performed as the functional analysis was performed successfully. A device history record (DHR) review of lot 37241 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) deployment difficulty-premature deployment (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by the partially deployed condition of the stent noted during analysis. According to the instructions for use ¿prepare stent delivery system. Open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip is not seated in the outer sheath, loosen the tuohy borst valve on the handle and retract the pusher tube such that the distal tip will seat in the outer sheath. Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve on the handle is tightened on the pusher tube. Use a 1-3 cc syringe to flush the outer sheath with sterile heparinized saline through the female luer on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub attached to the pusher tube, until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube cannot be flushed do not use the device. Introduce the stent delivery system. Advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.